Manufacturer narrative:
Analysis found error code 15 and handpiece was stalling. Upon further inspection, housing and motor assembly were heavily corroded with the motor bedded inside the housing. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that when the handpiece was plugged in the console during operation, the handpiece made a loud noise and overheated. There was no patient or staff impact.